Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl with trace ketones. A manual injection was used to correct bg. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended. Customer changed the pump supplies to address the issue and ultimately reverted to manual injections for insulin therapy.